Manufacturer narrative:
It has been reported that no further information will be provided by the hospital or surgeon. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Rep reported revision due to instability. Surgeon did a poly exchange and removed a 3x9 ps tibia insert and put in a 3x13 ts tibia insert. Rep reported that no further information will be provided by the hospital or surgeon.